Event description:
It was reported to philips that when the unit was powered on, the boot up screen would repeatedly cycle and then become unresponsive when the service screen eventually appeared. There was no reported patient involvement/adverse patient impact.